Event description:
Discordant advia centaur xp vancomycin results were obtained for a pt samples. A random draw resulted in a high result and was questioned by the physician. Repeat testing was performed on the sample. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin results.

Manufacturer narrative:
The cause for the discordant vancomycin results is unk. The event log was reviewed and no errors were observed around the time of the discordant result. The qc was within range. The instrument is performing within specification. No further evaluation of the device is required.